Event description:
It was reported that the balloon was found ruptured upon opening the package. The product was not used. There were no patient complications reported.

Manufacturer narrative:
One fogarty embolectomy catheter with bd 3ml syringe was returned for evaluation inside the open tray. It is unknown if the blue polyethylene tubing was in the tray when the catheter was received and opened by the customer. The catheter that was returned for evaluation had a ruptured balloon with latex material missing. The balloon was found to be torn around the circumference at the proximal end of the distal windings and indication of deterioration (dry and cracking) to the entire surface of the latex was noted. There appeared to be some missing latex. Both the distal and proximal windings were found to be in good condition. Deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.